Manufacturer narrative:
One used sample was received for evaluation. Visual inspection observed the bag was leaking in the zip lock bag upon receipt. Functional testing was performed which revealed a spike port cap leak. The condition of leak was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A returned sample of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was identified during sample evaluation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.